Manufacturer narrative:
Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this whole system was explanted due to infection and sepsis. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory it was concluded that infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.